Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed the reported device problem. The problem likely resulted from the failure of the charge-couple device (ccd). The cause of the ccd failure was unknown, however. A review of the device history record found no deviations that could have caused or contributed the issue. A definitive root cause for the reported product problem was not established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with olympus technical support via the phone, the customer indicated the printer ran out of paper causing a jam and the printer was offline. The user was trying to take a picture when the printer was offline. The user resolved the e405 error message by replenishing the paper and putting the printer online. The no image issue was caused by a malfunctioned scope. The customer declined initiating a return material authorization (RMA) for the scope and indicated that the RMA would be initiated at a later time. The device was evaluated, and the reported issue of no image was confirmed. The issue was due to a failure of the charge-coupled device. Additionally, the bending section cover glue was cracked, the up angulation was out of specification, and two labels were not properly affixed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, during preparation for use, the evis exera ii ultrasonic bronchofibervideoscope did not present an image, just a grey screen when connected. Additionally, there was an e405 error message on the evis exera iii video system center. No patient harm reported. No additional information was provided. This complaint is related to patient identifier (B)(6) (evis exera iii video system center).